Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. The lead fracture was confirmed when the ra lead was tested through a pacing system analyzer but could not be visualized on x-ray. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.